Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that non sustained oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was to continue with remote monitoring and in office visits. There were no patient complaints or consequences.